Event description:
On (B)(6) 2012, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore conformable tag thoracic endoprosthesis. A 24fr gore dryseal sheath was inserted into the right common iliac artery. The physician reported that insertion was tight and access was difficult. After successful deployment, of the conformable tag device, the sheath was removed. However, removal of the sheath resulted in trauma to the right common iliac artery. This was successfully repair using two 13x10 gore viabahn devices.